Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was identified. A review of the data provided for the current case did not contain the alleged runs. Given this information, the sample was not requested. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for 3 patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they observed sars-cov-2 positive, influenza a positive, influenza b positive results for 3 patients¿ samples analyzed on the cobas® liat® system (s/n (B)(4)). Each of the patients¿ same samples were analyzed on an alternate cobas® liat® system (s/n not provided) that generated sars-cov-2 negative, influenza a negative, influenza b negative results for each of the patients¿ samples. Patients¿ samples were collected using nasopharyngeal and prepared media bdbdl saline 3ml. The customer confirmed there was no allegation of harm to the patients. The negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed one for each sample as per FDA guidance.